Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that prior to use, the resident stuck himself with the safety scalpel in the kit. He stated the scalpel failed to lock. The resident did not require any stitches or band aids from the incident.